Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod for longer than 48 hours. The patient reports having migraines, vomiting, swollen feet and loosing consciousness. In addition the patient reports they had gone into a coma. Upon arrival of the paramedics the patient was diagnosed with dka. The patient was brought to the hospital. Once at the hospital the patients pod was removed. The patient was treated with an insulin drip. The patient was prescribed amoxicillin, cough syrup, liquid antibiotics and nicotine patches. The patient was released from the hospital after a week. The patients pod will not be returned as it has been discarded.